Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was an extensively damaged ca board. The root cause of the damaged ca board cannot be positively identified. There was no adverse event that resulted from the damaged monitor.